Event description:
Patient with a history of nonischemic cardiomyopathy status post implantation of a dual-chamber implantable cardioverter defibrillator (ICD) approximately 3 ½ years ago with failed defibrillation thresholds with subsequent addition of azygos lead and eventual device erosion status post extraction almost 2 years ago. He bridged with a lifevest and underwent implantation of a subcutaneous ICD 1 year and 9 months prior to event . He had numerous inappropriate shocks due to intermittent low r wave amplitude causing over sensing of t wave and p wave relative to the low r wave amplitude along with several attempts to update the qrs template while bending over and laying on his left side position. He still had recurrent ICD shock about 6 months ago while carrying a ladder and bending over, which was due to low r wave sensing and double counting of the device. He currently has the subcutaneous ICD deactivated and is wearing a lifevest.